Manufacturer narrative:
Stent was implanted in the circumflex, cec adjudicated the bleeding event as not related to the study device but related to dapt.

Manufacturer narrative:
The patient is an ex-smoker with a history of hypertension. Index procedure was prompted by silent ischemia. The investigator assessed that the bleeding event was not related to the study stent. Patient recovered.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure a resolute integrity drug eluting stent was implanted in the patient. Approximately 6 months later, the patient suffered bleeding complications (i.e. Cva/stroke). Dapt was discontinued and surgery performed as treatment. The investigator has assessed the event as related to the dapt therapy. The cec has adjudicated the event as severe or life threatening (gusto) and major (replace-2).